Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigational summary: the physical device was not returned for evaluation. Four electronic photos were provided and reviewed. The first photo shows one maxcore device in full primed position kept on the white sheet. The second photo shows one maxcore device in half primed position kept on the white sheet. The third photo shows one maxcore device in initial position kept on the white sheet. The fourth photo shows all three maxcore devices kept together in the white sheet. No other visual anomalies are observed. Therefore, based on the photo review the investigation is kept as inconclusive for the reported failure to fire issue as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure, the device cannula was not fired. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.